Event description:
The pump was programmed to deliver 32mg of primacor in 160ml at a rate of 1.25 mg/hr with an additional 8.5 ml added to the container to accommodfate the priming volumes of the tubing and 0.2 micorm filter, for a duration of 24 hours. It was reported that the infusion was complete 4 hours earlier than expected. The homecare agency was notified by the family of the event. There were no adverse patient effects. No medical inteventions were required.